Manufacturer narrative:
Organ failure/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an 80-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e shock, underwent direct aortic surgical placement of an impella 5.5 on (B)(6) 2026 at 18:08. During support, the patient developed multisystem organ failure, with non-reactive, fixed pupils. The attending physician communicated the grave prognosis to the family, who then elected to withdraw care and initiate comfort measures. All interventions were stopped, and the patient expired on (B)(6) at 13:07. There were no allegations of impella malfunction, no device replacement was requested, and no data download or product return was required; the pump remained in the patient until death. Based on the available information, the patient¿s death appears attributable to the progression of severe underlying ami/cgs with multisystem organ failure and not to an impella device malfunction. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.